Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop 114-830 by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump. The catheter tip was performed along with the infusion set. This resulted in the conclusion that the reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose, no delivery alarm and reservoir occlusion. Customer's blood glucose level was 527 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised their blood glucose level were high as result of the site coming out of their body. Troubleshooting for no delivery was performed. Customer advised the alarm occurred during bolus delivery and basal delivery. Customer advised the issue was not resolved. Customer was advised to change out their entire set and reservoir. Customer advised the no delivery alarm did not occur during manual prime. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.